Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2015 during which the surgeon noted a recurrent defect and a segment of incarcerated small bowel. It was reported that the patient experienced severe pain and inflammation. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 12/08/2022. H6: appropriate term / code not available (e2402) utilized to capture abdominal bulge. Additional b5 narrative: it was reported that the patient experienced abdominal bulge, abdominal pain, hernia recurrence. It was reported that the patient experienced occasional nausea, vomiting and constipation.